Event description:
Dexcom g6 sensor inaccuracy: 4:26pm g6 reading 100, finger stick reading is 146. That is a mard (mean absolute relative difference) of 31.5%, which is outside the allowed 20% range. Inserted (B)(6) 2024. Activated on (B)(6) 2024. Dexcom sensor error > 3 hours. Replace this sensor.